Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) with a octaray mapping catheter and fluid was not flowing as the medical team normally expected from their prior experience. The catheter was being inserted into the short access sheath and was withdrawn to re-position when the irrigation issue was identified. However, the catheter was not inserted further and not used for the case. The catheter irrigation was connected to a pressure bag with saline. The flow felt restricted despite their being flow out the irrigation hole at the catheter tip. After 10 minutes of delay, the catheter was replaced and physician confirmed that new catheter was flowing fluid as expected. The procedure was continued and completed. No patient consequences were reported.

Manufacturer narrative:
On 22-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter left (l-afl) with a octaray mapping catheter and fluid was not flowing as the medical team normally expected from their prior experience. The catheter was being inserted into the short access sheath and was withdrawn to re-position when the irrigation issue was identified. However, the catheter was not inserted further and not used for the case. The catheter irrigation was connected to a pressure bag with saline. The flow felt restricted despite their being flow out the irrigation hole at the catheter tip. After 10 minutes of delay, the catheter was replaced and physician confirmed that new catheter was flowing fluid as expected. The procedure was continued and completed. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, the flow in the irrigation hole was very poor. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the middle area. Finally, irrigation tube was dissected and observed on the microscope and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device number lot 31171365l and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the occlusion cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).